Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 97702, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 05-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, cervical neck and non-malignant pain. It was reported that on (B)(6) 2019, in pre-op for ins replacement, settings and impedances were checked. Contact 14 on the left lead had a high impedance (>10,000 ohms) when connected to the old ins as well as when connected to the replacement ins. It was noted that contact 14 was not used in programming with the old device nor with the new device. The cause of the high impedance on contact 14 was not known at the time of the report. The rep reported the issue was resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Please reference reg report # 3004209178-2019-13630 for information regarding the other ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-24. The ins was replaced because the battery was at end of life. The customer discarded it. It was unknown, no, if this information was confirmed with the physician/account. No further complications were reported/are anticipated.